Event description:
The manufacturer received information alleging a ventilator inoperative alarm that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative alarm that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, it was documented that the machine flow sensor, muffler assembly, and in-line filter are contaminated with dust. The machine flow sensor, muffler assembly, in-line filter and air inlet foam filter were replaced to address the issue.